Event description:
A device was returned to a third party service center/or manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.